Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, an air embolism was suspected after placement of the sheath. Additionally, st elevation, drop in blood pressure, and arrhythmia were observed. Medication was given, and the procedure was aborted. A cerebral ischemia was then suspected. The patient was transferred to a stroke unit, and remains in the hospital with extremity weakness and a speech disorder. No further patient complications have been reported as a result of this event.